Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). Device manufacture date: unknown, as the serial number of the device was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00 monofocal iol (intraocular lens) advanced initially in the delivery system, but failed to advance completely into the anterior chamber (eye) as it remained stuck in the bevel of the cartridge. There was no reported patient injury. No additional information provided.

Manufacturer narrative:
At the time of submission of the initial MDR, the serial number of the lens was known but it was inadvertently entered as unknown. Therefore the following fields have been updated accordingly: catalog #:pcb0000215, serial #: (B)(4), expiration date: 9/9/2021, unique identifier (B)(4), device manufacture date: 9/9/2018. Device available for evaluation? Yes, returned to manufacturer on: 3/18/2019. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system (pcb00) was returned at the manufacturing site for evaluation. The plunger was observed in advanced position. The pcb00 was observed under the microscope and scarce amount of viscoelastic was observed in the cartridge. The directions of use (dfu) state to completely fill the viewing window of the pcb00 with the ophthalmic viscosurgical device (ovd). There was no damage or issues observed on the assembly. The intraocular lens was observed stuck in the cartridge and overridden by the plunger. The reported issue was verifie; however, it could not be determined if the condition observed was related to manufacturing process as the reported device was handled and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that one additional complaint for this order number has been received and is being investigated. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.